Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 471 mg/dl at the time of the incident. The insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete rewind the insulin pump. The device will be returned for analysis.